Manufacturer narrative:
A review of the log files were able to be evaluated. The following events were visible in the log files: "internally measured differential pressure of the inspiration flow measurement was too high (out of range)". Based on the log files, technical support recommended the customer perform a full calibration and then to start a 24h ventilation test on a test lung. Technical support requested the customer to send the logs for further analyzing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced alarm 570-"ventilation sensor scaled value out of valid range fail safe" patient was involved in this event and was removed from the ventilator due to the problem. The customer confirmed that there was no patient harm associated with this reported event.

Manufacturer narrative:
Tech support identified that the issue occurred due to missing to perform an annual maintenance as per the schedule.